Manufacturer narrative:
Qn# (B)(4).complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler while using on a patient. All 6ea staplers were used on one patient, and new stapler was used to complete the procedure.". No patient harm or injury. The patient status is reported as "fine". See associated mdrs #3003898360-2024-00030, 3003898360-2024-00031, 3003898360-2024-00033, 3003898360-2024-00034, 3003898360-2024-00035.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. Visual examination revealed that the first three staples appeared to be misaligned. Upon functional inspection, the misalignment of the first three staples prevented the remaining staples from firing correctly. The sample was disassembled. Die casting were observed anomalies on the forming tool. A device history record review was performed, and no relevant findings were identified. No flash was discovered in the cover block. An investigation was opened by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the hcp failed to fire the skin stapler while using on a patient. All 6ea staplers were used on one patient, and new stapler was used to complete the procedure.". No patient harm or injury. The patient status is reported as "fine". See associated mdrs #3003898360-2024-00030, 3003898360-2024-00031, 3003898360-2024-00033, 3003898360-2024-00034, 3003898360-2024-00035.